Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional code added to h6 component code, additional code added to h6 health effect-impact code, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions. The sheath was returned to edwards lifesciences, and the following was observed: sheath shaft twisted and curved. Liner punctured, starting approximately 2cm from distal strain relief, with a length of 17cm. Liner expanded for approximately 7 cm from distal strain relief followed by liner stretching, approximately 12 cm in length within the punctured region. Partial liner delamination approximately 6 cm in length, starting 4 cm from distal tip. Distal liner unexpanded, distal tip unopened. Valve struts bent outwards at outflow side. Functional testing was performed by measuring the liner thickness along the liner puncture. Due to the nature of the tear, measurements were taken on one side of the tear only. All measurements were found to be within specification. As the flex tip of the delivery system is the largest component that enters from the sheath, its outer diameter (od) was measured and was found to be within specification. Due to the condition of the returned device, functional testing was unable to be performed. Imagery was provided for review and revealed the following: procedural fluoroscopic image of aortic bifurcation shows non-coaxial alignment between the delivery system flex tip and outflow side of the crimped valve, potentially during advancement through the sheath. Non-coaxial juxtaposition between flex tip and crimped thv is suggestive of punctured liner. Post-procedural device images show liner punctured, stretched, and partially delaminated, with multiple outflow valve struts bent outwards. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this event. A review of the lot history revealed other similar returned complaints for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar events. The instructions for use/training manuals were reviewed for guidance/instruction involving the sheath, and no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The sheath liner puncture was confirmed. Evaluation of the returned product showed that the device confirms to specifications. Therefore, the presence of a manufacturing non-conformance was unable to be determined. Retuned product evaluation confirmed presence of liner puncture, which was accompanied by liner stretching within the punctured liner region. This failure mode (sheath not expanded with liner tear/puncture) may be related to improper expansion of the sheath during delivery system advancement. This may result from variation in the seam forming process during manufacturing. In a previous investigation by edwards lifesciences, it states liner tears can occur when the hdpe outer layer adheres to the etched ptfe liner, preventing the seam from opening. When the liner undergoes stretching in lieu of expansion, as designed, it can contribute to increased resistance during system advancement and/or cause the liner to become punctured if high push forces are used to overcome the associated resistance. A definitive root cause is unable to be determined at this time. However, available information suggests that factors related to the manufacturing process (improper sheath liner expansion) and procedural factors (high push forces) may have contributed to the liner puncture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment was previously initiated to investigate the risk associated with improper expansion of the sheath leading to liner tears during advancement of the delivery system/valve through the sheath. To address the issue, a corrective action preventative action (CAPA) was previously initiated to drive corrective actions.

Manufacturer narrative:
Corrected h6 investigation findings and investigation conclusions. Corrected details of the product evaluation below. This failure mode (sheath not expanded with liner tear/puncture) may be related to improper expansion of the sheath during delivery system advancement. This may result from variation in the seam forming process during manufacturing. When the liner undergoes stretching in lieu of expansion, as designed, it can contribute to increased resistance during system advancement and/or cause the liner to become punctured if high push forces are used to overcome the associated resistance. A definitive root cause is unable to be determined at this time. However, available information suggests that factors related to the manufacturing process (improper sheath liner expansion) and procedural factors (high push forces) may have contributed to the liner puncture. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing. This is one of two reports being submitted for this case.

Event description:
As reported from canada by our edwards lifesciences affiliate, a patient was undergoing transcatheter aortic valve replacement procedure with a 29mm sapien 3 valve by transfemoral approach. The commander delivery system was unable to be advanced through the esheath. Under fluoroscopy, it was observed that the valve was protruding trough the split liner of the esheath. The devices were removed as a single unit. Following retrieval, bent valve struts and soft tissue were seen on the protruding portion of the sapien 3 valve. A second set of devices was prepared, and the valve was deployed without issue. After valve implantation, vascular surgery was performed to repair the damaged artery. The patient was in stable condition post-procedure.